Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) could not be confirmed due to lack of a sample. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, which occurred during dwell 2 of 2. The technical service representative (tsr) assisted the home patient (hp) as the tsr cleared the error and informed the caller of the error's meaning. The hp would stop therapy for the morning. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the alarm was caused by the bags falling off the table and disconnecting. When setup was being performed the patient forgot to secure the table the bags sit on and when they drained they shifted and fell off the table. The patient completed therapy with manual supplies. The nurse was not contacted regarding the event, so baxter recommended the patient to contact the nurse. The patient stated he was feeling fine after the event. No patient injury or medical intervention was reported.